Manufacturer narrative:
(B)(6). The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed in picture one (1) the product clamped in the mechanical device. Water stains and a water puddle below the filter was visible. Photo two shows the product label (lot number and barcode are visible). Photo three shows the same as photo one only from a closer view. The reported condition was verified. The most likely cause of the condition is due to a crack in the housing near the welding zone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with u9000 ultrafilter, an external fluid leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.